Event description:
It was reported while testing with bd sars-cov-2/flu for bd max system a false positive result was obtained. Positive flu a on veritor was used for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: it was reported that false negative on influenza a. Customer reports one false negative result while performing the assay verification. Steps taken with customer/troubleshooting: customer reports that they had 1 false negative result for flu a. Per customer, they followed all instructions provided in the verification guideline document for the combo assay. Customer states the same specimen (sbt) and a freshly prepared specimen were tested and results were acceptable upon repeat. Initial run: run 274, lane b6, flu a neg, flu b pos, covid neg. Repeat run: run 278, lane b4, same specimen as run 274, flu a pos, flu b pos, covid neg; lane b5, freshly prepared sample, flu a pos, flu b pos, covid neg.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results with the bd max sars-cov-2/flu (ref. 445011) lot 1047481 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2/flu indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported a false flua negative result on one verification sample when using bd max sars-cov-2/flu kit lot 1047481. According to customer, the same sample buffer tube (sbt) and a freshly prepared specimen both gave acceptable result upon repeat. Customer provided two run files: initial test in run #(B)(6), position b6 and repeat test in run #(B)(6), positions b4 and b5. Manual pcr curve adjudication was conducted across these runs. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Curve from initial result (run (B)(6) b6) showed a low amplification of the rnasep in the rox channel, as well as lower raw fluorescence value in all channels, compared to the two repeated samples in run (B)(6) (positions b4 and b5). Results from initial run suggest an issue with the sample such as presence of inhibitory/interfering substances, or an unknown other isolated issue. No other data was received, and no further investigation was possible. Although the exact cause for the customer issue could not be identified, based on the investigation no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2/flu products lot 1047481. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since there is no indication that the reagent is defective. Bd life sciences quality will continue to monitor for trends.

Event description:
It was reported while testing with bd sars-cov-2/flu for bd max system a false positive result was obtained. Positive flu a on veritor was used for confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that false negative on influenza a. Customer reports one false negative result while performing the assay verification. -steps taken with customer/troubleshooting: customer reports that they had 1 false negative result for flu a. Per customer, they followed all instructions provided in the verification guideline document for the combo assay. Customer states the same specimen (sbt) and a freshly prepared specimen were tested and results were acceptable upon repeat. Initial run: run (B)(6), lane b6, flu a neg, flu b pos, covid neg. Repeat run: run (B)(6) . Lane b4, same specimen as run (B)(6), flu a pos, flu b pos, covid neg. Lane b5, freshly prepared sample, flu a pos, flu b pos, covid neg.